Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated using the age at time of lvad implant. Reference MFR report # 2916596-2016-02111 for the report of the patient¿s expiration. (B)(4). Approximate age of device ¿ 32 days. A correlation between the device and the reported infection and sepsis could not be conclusively determined. (B)(4) was returned for analysis with regards to the patient¿s expiration in (B)(6) 2016. No device-related issues were identified through the evaluation and the device appeared to function as intended. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient had a driveline infection, and experienced sepsis and septic shock. The patient had chills, fever rigor, and a temperature of 36.8 degrees celsius. White blood cell count (wbc) was 29.2 x 10^9/l, and the patient had abnormal arterial blood gas results. Blood cultures were positive for bacterial staphylococcus aureus. The patient had a prolonged hospitalization and was stared on antibiotics, including IV piperacillin-tazobactam and IV vancomycin for 17 days. The infection was reported as ongoing. It was reported that the patient subsequently expired on (B)(6) 2016 due to congestive heart failure. No additional information was provided.